Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified lesion in the mildly tortuous distal left anterior descending (lad) artery. A non-abbott 6-french guiding catheter and a non-abbott guide wire were placed. The 1.5x12mm mini trek balloon dilatation catheter (bdc) was unpackaged without issue, soaked and prepped before use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion; however, the balloon ruptured during the first inflation at 6 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Two non-abbott bdcs and a 2.5x8mm xience xpedition stent delivery system (sds) were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.